Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have its air detector was disconnected from the tower, air detector door removed and put in a ziplock bag and the rear case cracked. The observed condition confirmed the reported issue. The investigation attributed this condition to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The o-rings, fan guard, rear case were replaced. The air detector was reconnected and preventative maintenance was performed.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "h31d" trifold door has a latch and after biomed removed the screws they could not put them back in. No patient was involved.